Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was hospitalized. Interrogation of the device noted multiple appropriate and inappropriate shock episodes due to oversensing. It was noted that the patient underwent a coronary artery bypass grafting procedure and this electrode may have possibly been damaged, dislodged, or came into contact with metal sutures used for repair of the sternum. At this time the device was programmed to therapy off. No adverse patient effects were reported. A review of the data by engineering and boston scientific technical services (ts) confirmed various inappropriate and appropriate episodes as well as low r wave amplitudes. A revision took place as the patient needed a heart transplant. The electrode was explanted and discarded. It was noted that an x-ray confirmed there was no electrode fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device manufacture date for this product is (B)(6) 2015.